Event description:
The customer reported that while pipetting an hbsag plate on summit the tech observed that no diluent was added to well c8. No error code was generated. No death or serious injury was associated with this complaint.